Event description:
During a call for technical assistance, a customer reported a potential overfill situation. The customer contact baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm that appeared on the homechoice display in drain . The drain volume was 586ml. The fill volume was 480ml. The technical service representative (tsr) had the nurse reposition the pt and pt began draining again slowly. The drain volume rose to 659ml then the nurse bypassed to fill the following month. The uf was -37ml after drain one month prior. A follow up call to the nurse found that the pt was not experiencing any symptoms of overfill. No further info could be obtained from the nurse regarding this overfill despite requests from baxter. These was no pt injury or medical intervention as a result of this event.

Manufacturer narrative:
Additional info: the device was not made available for eval despite a request by baxter.